Event description:
Clinical information: crd_1059 - vista nova study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. During procedure, the activated clotting levels were 229s and a pre-implant balloon valvuloplasty was done with a 22mm non-abbott balloon. The valve was re-sheathed 2 times due to non-uniform expansion. The final implant doeth pf the valve was 7.3mm on the non-coronary cusp (ncc) and 7.6mm on the left coronary cusp (lcc). After the procedure, the electrocardiogram showed the patient had atrial fibrillation and left bundle branch block (lbbb). There was no intervention performed to treat lbbb.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of atrial fibrillation and left bundle branch block after the navitor implant procedure was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There was no intervention reported to treat lbbb. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.